Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that no lights were found on the drawer controller. A field service engineer (fse) replaced the drawer controller for drawer 1.1, after which the drawer was recognized on the bus. The fse then released all cubies and identified debris during inspection. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.